Event description:
During an arthroscopic procedure, surgeon noticed the distal right thigh was hard. He immediately stopped the arthroscopy pump which was infusing lactated ringers. It was determined that a fluid extravasation into the right thigh had occurred. Surgeon suggested that pump was malfunctioning. The pressures had been regulated by the surgeon with the hand control during the procedure. The same pump had been used on the previous case without incident. The pump was removed from svc. The case was cancelled; surgery could not be performed after the extravasation of fluid into the thigh. MFR was notified. They requested the pump be returned to them with the disposables (tubings) used in the case and the cannulas.